Event description:
Falsely elevated electrolyte results were obtained on several patient samples. The results were reported to the physicians. The samples were repeated and lower results were obtained. One patient received fluids. There was no report of adverse health consequences as a result of the falsely elevated electrolyte results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated electrolytes was sample integrity. The dimension rxl max clinical chemistry system operator's guide states: "the sample should be free of clots, fibrin strands, and other impurities that may affect metering fluids through the instrument." The instrument is performing within specifications. No further evaluation of the device is required.